Event description:
An intrathecal pain pump (itp) was implanted on (B)(6) 2024. Patient initially responded well to pain medication administered through pump, but a few months later, the patient ceased to have significant relief despite medication adjustments/increases. The itp was interrogated with a contrast dye study that revealed the contrast was not making its way to the intrathecal space but rather extravasating at the level of the pump connector. The patient was taken to the operating room on (B)(6) 2024 to assess pump integrity and no discontinuities or other issues were identified. The neurosurgeon replaced the pump connector, repeated contrast dye study and confirmed proper flow to intrathecal space. Medtronic (B)(4).